Event description:
Based on the info provided, the physician was unable to pass the cavity integrity assessment (cia) test. Novasure endometrial ablation was not conducted.

Manufacturer narrative:
Investigation showed user error led to perforation of the uterine wall. Cavity integrity assessment (cia) test diagnosed the condition and prevented pt injury. Novasure performed as intended. No additional interventions or extended hospital stay required.